Event description:
It was reported that the customer's pump screen would not turn on, and the wake button was difficult to press. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.